Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the subject guidewire distal tip was shaped. The guidewire ptfe (polytetrafluoroethylene) coating was examined under magnification and the ptfe was damaged and was peeled/scraped off in several places along its proximal section between approximately 13cm to 33.5cm (from its proximal end). During functional testing, the guidewire was hydrated and was advanced through a demonstration sl-10 microcatheter and there were no difficulties inserting the guidewire into the hub or advancing it through the microcatheter. No friction was experienced advancing the distal hydrophilic section of the guidewire, but it was not possible to advance the ptfe section due to the peeled coating. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging, the device was confirmed to be in good condition during/after unpacking and preparation, the guidewire was prepared as per dfu, the dispenser hoop was flushed before removing the guidewire, the guidewire tip was shaped over 45 degree, the physician felt the guidewire hydrophilic coating had a rough surface, the same microcatheter was used to complete the procedure and there was no allegation against the microcatheter, continuous flush was maintained and the patient¿s anatomy was not tortuous. Analysis of the returned device found no anomaly with the hydrophilic coating of the guidewire and this section of the guidewire was inserted and advanced through the demonstration sl-10 microcatheter without issue therefore the as reported issue guidewire hydrophilic coating surface rough was not confirmed. However, the ptfe coating along the proximal end was peeled/scraped off in several places between approximately 13cm to 33.5cm from the proximal end. In the case of this complaint this section of the guidewire was being advanced when the physician noted the friction and issue with the coating. It is most likely the ptfe coating was damaged due to the torque device being insecurely fastened causing it to drag down the wire during use however this cannot be confirmed as the torque device was not returned. Based on the review and analysis of the available information, the cause of these anomalies cannot be determined. Therefore, a cause of 'undeterminable' has been assigned to the as reported and analyzed issues guidewire difficult to advance in addition to the as analyzed issue guidewire ptfe coating peeling.

Event description:
Initially it was reported that resistance was encountered when advancing the subject guidewire through the microcatheter shaft and the physician also said hydrophilic coating of the guidewire had a problem. Analysis of the returned device found that the guidewire ptfe (polytetrafluoroethylene) coating peeling. There were no clinical consequences to the patient reported as a result of this event.